Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower case was broken and the main printed circuit board (pcb) was out of electrical specification. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis found that all low battery tests met specifications. Functional test passed. Conclusion: could not confirm the intermittent failure found during service and repair of the device.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.